Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced gait disturbance ("very acute pain, walking became impossible"). On unknown date she experienced device breakage (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint and muscle pain"), insomnia ("joint and muscle pain (including at night preventing me from sleeping)"), amnesia ("significant memory loss (causing difficulties in my professional life and in my daily life)"), alopecia ("significant hair loss"), dry eye ("very dry eyes"), hypertonic bladder ("overactive bladder (very frequent urination especially at night)"), tendon disorder ("right gluteus medius tendinopathy"), nocturia ("overactive bladder (very frequent urination especially at night)") and musculoskeletal stiffness ("persistent considerable stiffness in the feet, hands, and pelvis, especially in the morning or after a long period of immobility"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2022. At the time of the report, the arthralgia, gait disturbance, amnesia and alopecia were resolving and the fatigue, dry eye, hypertonic bladder, nocturia and musculoskeletal stiffness had not resolved. The outcomes for device breakage, insomnia and tendon disorder were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, insomnia, gait disturbance, amnesia, alopecia, dry eye, hypertonic bladder, tendon disorder, device breakage, nocturia or musculoskeletal stiffness. The reporter commented: period of onset early spring 2017. Since my removal (right tube, fractured implant) my condition has greatly improved: positive points: positive points: I can walk again after 2 injections performed on (B)(6) 2024: right posterior lumbar (l)4 and l5 joint injection and injection for right gluteus medius tendinopathy, significant improvement in memory, less hair loss, much less muscle and joint pain, negative points: fatigue very dry eyes, overactive bladder (very frequent urination especially at night), persistent considerable stiffness in the feet, hands, and pelvis, especially in the morning or after a long period of immobility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 07-jun-2024. The most recent information was received on 18-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("fractured implant") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced gait disturbance ("very acute pain, walking became impossible"). On unknown date she experienced device breakage (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint and muscle pain"), insomnia ("joint and muscle pain (including at night preventing me from sleeping)"), amnesia ("significant memory loss (causing difficulties in my professional life and in my daily life)"), alopecia ("significant hair loss"), dry eye ("very dry eyes"), hypertonic bladder ("overactive bladder (very frequent urination especially at night)"), tendon disorder ("right gluteus medius tendinopathy"), nocturia ("overactive bladder (very frequent urination especially at night)") and musculoskeletal stiffness ("persistent considerable stiffness in the feet, hands, and pelvis, especially in the morning or after a long period of immobility"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the arthralgia, gait disturbance, amnesia and alopecia were resolving and the fatigue, dry eye, hypertonic bladder, nocturia and musculoskeletal stiffness had not resolved. The outcomes for device breakage, insomnia and tendon disorder were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, insomnia, gait disturbance, amnesia, alopecia, dry eye, hypertonic bladder, tendon disorder, device breakage, nocturia or musculoskeletal stiffness. The reporter commented: period of onset early spring 2017. Since my removal (right tube, fractured implant) my condition has greatly improved: positive points: positive points: I can walk again after 2 injections performed on (B)(6) 2024: right posterior lumbar (l)4 and l5 joint injection and injection for right gluteus medius tendinopathy significant improvement in memory less hair loss much less muscle and joint pain negative points: fatigue very dry eyes overactive bladder (very frequent urination especially at night) persistent considerable stiffness in the feet, hands, and pelvis, especially in the morning or after a long period of immobility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.